Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.it is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that when the guideliner was in the aortic arch and the ostium of the heavily calcified left anterior descending coronary artery (lad), resistance was encountered with the xience xpedition stent delivery system (sds) and the guideliner. The stent dislodged from the sds and the stent was successfully snared out of the lad and replaced with another xience xpedition without further incident. The same guideliner was used with the second xience xpedition in the predilated, heavily calcified mid left circumflex coronary artery target lesion. There was no adverse patient sequela and no clinically significant delay in the procedure. There was no additional information provided.